Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable. 3001722928-2023-00055 s2 indicated that this is a combination product. This is an error. It is not a combination product.

Manufacturer narrative:
3001722928-2023-00050 and 3001722928-2023-00055 are identical report. The receipt of and acknowledgements to 3001722928-2023-00050 were not received. Since the submission of the report could not be confirmed, 3001722928-2023-00055 was submitted. 3001722928-2023-00055 s2 is being submitted because 3001722928-2023-00055 s1 did not show that the additional narrative was saved and sent.

Manufacturer narrative:
The manufacturer has no new information from the investigation of the incident.

Event description:
On august 8, 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that customer requested advice on a potential infection control issue. They had an inexperienced scope tech put ¼ - 1/2 cup of empower enzymatic solution into one of their medivators dsd washers where the opa was supposed to go, and two of the scopes that were run through there were used on patients before they caught the mistake. There is no serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.